Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 802154530. Manufacturing site: 802154530.

Event description:
It was reported that the infusion set was repel out from the patient body on (B)(6) 2026 while sleeping.